Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip revision surgery, a 10 degree liner was implanted into the correct size cup, but it seated sunken down on one side so the plastic was below the cup. Surgeon confirmed he had circumferential alignment on cup and liner before impacting. Liner had to be removed because it did not seat right. Attempts have been made and no further information has been provided.